Event description:
It was reported that during a da vinci si hysterectomy procedure, the pulley on the mega suturecut needle driver instrument broke and fell off the track. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. There were also indentations at the edge of the distal pulley and scratches on the surface of the pulley. Additional observations not reported by the customer was main tube damage. The distal end of the main tube exhibited various scratch marks showing light material removal. Scratches were short in length and were not axially aligned with the tube. Evidence not conclusive, but damages to the pulley and main tube may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.